Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 2 hours of cooling, the patient's temperature was only at 35.9c while target temperature was 33.5c and water temperature was 39.1c. Per troubleshooting, the device was running in normothermia mode with target temperature at 37c. The complainant was guided to switch to hypothermia mode and the device was restarted. Flow rate was 1.1 lpm. After thirty minutes, alert 01 (patient line open) was noted. The pad was disconnected and reconnected holding the blue tubing. Flow rate settled at 1.1 lpm, water temperature was 12.2c, and the patient's temperature was 34.2c. After another thirty minutes, nurse (B)(6) called and reported that alert 113 was noted. Water temperature was 25.1, the patient's temperature was 32.3c, and flow rate was 0.5 lpm. The complainant was explained that the heater would stop working at that flow rate. It was noted that the lines were coiled. The complainant straightened the lines, disconnected and reconnected the pad again. Flow rate settled at 1.2 lpm and water temperature increased to 32.1c. The nurse also noted air bubbles and alert 01. The nurse confirmed that there was no damage to the fdl valve sets, but she stated that there was damage on the pad. The pads were replaced. Flow rate was 1.1 lpm, water temperature 32c, the patient's temperature was 35c. Per follow up, there was no further issue on the second set of pads, therapy was resumed without any other issue.

Event description:
It was reported that after 2 hours of cooling, the patient's temperature was only at 35.9c while target temperature was 33.5c and water temperature was 39.1c. Per troubleshooting, the device was running in normothermia mode with target temperature at 37c. The complainant was guided to switch to hypothermia mode and the device was restarted. Flow rate was 1.1 lpm. After thirty minutes, alert 01 (patient line open) was noted. The pad was disconnected and reconnected holding the blue tubing. Flow rate settled at 1.1 lpm, water temperature was 12.2c, and the patient's temperature was 34.2c. After another thirty minutes, nurse katie called and reported that alert 113 was noted. Water temperature was 25.1, the patient's temperature was 32.3c, and flow rate was 0.5 lpm. The complainant was explained that the heater would stop working at that flow rate. It was noted that the lines were coiled. The complainant straightened the lines, disconnected and reconnected the pad again. Flow rate settled at 1.2 lpm and water temperature increased to 32.1c. The nurse also noted air bubbles and alert 01. The nurse confirmed that there was no damage to the fdl valve sets, but she stated that there was damage on the pad. The pads were replaced. Flow rate was 1.1 lpm, water temperature 32c, the patient's temperature was 35c. Per follow up, there was no further issue on the second set of pads, therapy was resumed without any other issue.

Manufacturer narrative:
The reported event was unconfirmed due to the product met specifications. The pad was visually inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the seal between manifold connector and pad was found completely sealed, the energy connector was found free of damages, and it was noted that there was evidence of the sealing presence on the pads. No visual discrepancies were found on the pad returned. According to the test method, the flow rate was found to be acceptable on the neonatal pad returned. The flow rate for this product must be above 2.4 l/min m2, and a total of 4.63 l/min m2 of flow rate was registered during the test. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "attach the pad¿s line connectors to the fluid delivery line manifolds. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m."